Event description:
Customer reported that the infusion sets have been delivering to much insulin. Customer also mentioned that insulin squirted out during the manual prime. The drive support cap was noted to be flush. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The drive support disk was inspected and no anomaly was noted. No bolus or basal anomaly was noted. However, the insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.